Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient no longer needed the scs (spinal cord stimulator) for her pain and patient did not want to keep it. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate pain relief. The patient will undergo an explant procedure.